Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to failed defibrillation threshold (dft) test. This rv lead was replaced with different model, not implanted and will be returned for analysis. No additional adverse patient effects were reported.